Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had internal damage on the left side. The cartridge had evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. A clear linear material was removed from the optic surface of the returned intraocular lens (iol). The material was isolated between glass slides and sent to the lab for identification testing. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the opaque residues generated spectra to a library of spectra found the best match to be company cartridge base coat. The company complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified iol and handpiece were indicated. The viscoelastic used was not provided. It is unknown if qualified product was used. The product investigation could not identify a root cause for the reported complaint. Based on the company cartridge evaluation and the lab testing results, the reported scratch may have been the observed material. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the opaque residues generated spectra to a library of spectra found the best match to be company cartridge base coat. It cannot be determined if the observed material may have been interpreted as the reported scratch or if the scratch was obscured by the cut across the center of the optic. It is unknown if a qualified viscoelastic was used. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens implant procedure, it was found that lens has mark on it. The lens has been replaced with the same model lens. There was no patient harm reported. Additional information has been requested.